Event description:
It was reported that the external pulse generator had the "black" ventricular connector broken, the battery door broken and that there were cracks in the case. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector and battery drawer are broken. Upper and lower cases are cracked (broken). Battery release, heart block, lead flex cover, heart wire contacts, battery flex, and heart lead flex are contaminated. Battery contacts are compressed and contaminated. Main printed circuit board is out of specification and contaminated. Side bail covers, ring cover, side bails, two case screws, and ring are missing. Keyboard is scratched.